Manufacturer narrative:
Upon evaluation, the coil assembly, motor end, and cable assembly were found to be damaged.

Event description:
The core sumex drill was returned for service. Upon evaluation at the manufacturer, the device displayed a bias current error when connected to the console, signaling a condition occurred from which the device had the potential to run without user activation. There was no patient involvement, and there were no user injuries or adverse consequences.